Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial oversensing was observed on the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed.